Event description:
During a laparoscopic hernia repair a pt suffered a bladder tear. The dr performing the case was using a peritoneal distention balloon when the injury occurred. Although based on their statement, the product didn't malfunction. The senior resident dr apparently went in too far into the pt's back with the unit and was not in a parallel line. Therefore, went right into the muscle, this is when the bladder tear occurred. The procedure was converted to laparotomy. This reportedly occurred while the physician was being trained.